Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 2.0 mg/dl. The result was accompanied by a delta check which prompted the customer to repeat the sample. The repeat result was 0.9 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) found that the sample probe wash station water level was too high and turbulent and adjusted it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.